Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03437 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were found to have an issue during a colonoscopy procedure. According to the complainant, during the procedure, two clips grasped onto the tissue however, the clips would not release from the catheter. The physician pulled the clips off the tissue without causing any damage to the tissue. Each device was removed from the patient and no visual damage to either device was noticed. The case was completed with another resolution clip device. It was also reported that the estimated delay in the procedure was approximately 10 minutes and that the delay did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient exact patient age is unknown however, it has been reported that the patient is over 18 years old. (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.